Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with over 120 units of insulin. Reportedly, the customer uses cold insulin in the cartridge. Recommendation was made for the customer to use room temperature insulin per pump labeling instructions. There was no reported impact to the customer's blood glucose level, and the customer declined further fill estimate troubleshooting.